Event description:
It was reported that an intraocular lens (iol) was removed and replaced with another iol during the same procedure on (B)(6) 2010, after the haptic was damaged. The procedure required that the incision be enlarged. The patient is reported to be doing fine and no complications were reported.

Manufacturer narrative:
(B)(4): the intraocular lens was received for inspection. The lens had one broken haptic and appeared to have evidence of blood and viscoelastic on it. Prior to release to market, the iol met all engineering specifications. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Date of procedure is (B)(6) 2012 (not 2010).